Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. (B)(4) ) lot 0338469 was performed by the review of the manufacturing records and the verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported a false positive result with the bd max sars-cov-2 reagents for bd max¿ system kit lot 0338469 which gave a negative result when repeat with another assay. Despite multiple attempts, no data was received for the investigation. Although low positive samples, for one or both targets, often occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site, this cannot be confirmed. Based on the available information, the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0338469. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). H3 other text : see h10.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed using certest viasure and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system; eua #: (B)(4). The following information was provided by the initial reporter: " a positive result of the bd max sars cov-2 test is obtained, when a negative result was expected, since the patient does not show symptoms related to the infection the user reports that the patient sample is repeated with another test (certest viasure) and the result is negative. The positive result is not issued so there are no inappropriate treatments for the patient. Product bd sars cov-2 reagents for the bd max system 445003-1 lot 0338469.".

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed using certest viasure and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max" system; (B)(4). The following information was provided by the initial reporter: "a positive result of the bd max sars cov-2 test is obtained, when a negative result was expected, since the patient does not show symptoms related to the infection the user reports that the patient sample is repeated with another test (certest viasure) and the result is negative. The positive result is not issued so there are no inappropriate treatments for the patient. Product bd sars cov-2 reagents for the bd max system 445003-1 lot 0338469."